Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicates ten packs were manufactured and accepted into final stock with no reported discrepancies. Lot mlx133 is made up of powder lot 0973d030 and liquid lot 957kx which were also reviewed and no discrepancies noted. There has been no other event for the lot referenced.

Event description:
Hospital received a box of 6197-9-010 tobramycin that was damaged during shipment. Hospital then disposed of damaged box of tobramycin in hazardous waste at hospital. Customer service ordered another box for hospital to be shipped today to the hospital to replace the damaged box.